Manufacturer narrative:
A series of photos were shared by the customer, where a drop of water is observed coming from a tear over the seal. The sample is observed to be connected into an infusate bag. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received a small tear over the top seal was observed, no additional damage or anomalies were observed. The sample was tested as procedure and flow was through the fluid path was observed. Once the sample was dissembled a tear over the seal and a curved /deformed spike was observed. Complaint of occlusion cannot be confirmed. However, the probable cause of the deformed spike happening due to a conveyer damage during molding process. A device history lot review of the possible lot was performed and no discrepancy, anomalies or nonconformances were identified that might be related with the condition reported by the customer. D9 device returned to manufacturer on 11/8/2024 corrective actions are in process.

Manufacturer narrative:
D4 and h4 possible lot numbers: 13913488: expiration date 01 feb 2027, manufacture date 19 feb 2024. 13961184: expiration date 01 apr 2027, manufacture date 06 apr 2024. 13972993: expiration date 01 apr 2027, manufacture date 10 apr 2024. E tab. The complaint came through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemosafelock bag spike experienced no flow and leakage. The reporter stated ¿occlusion¿. There was no reported impact of the event on the patient and medical institution worker. The product is not contaminated with blood or body fluid. The event was noted after use. The quantity affected is 1, and the sample is available to be sent for investigation. There was unknown patient involvement but no patient harm. Additional information regarding the reported product. It was stated, ¿occlusion. When premedication was administered, there was no anomalies. When the user removed the bag spike of premedication, reconnected another bag spike to infuse azacitidine, and started the infusion, the solution was not able to be administered wherein occlusion was confirmed. Upon checking after removed the connection between the bag spike and chemosafelock infusion set, leakage was observed at the top surface of bag spike. One(1) physical sample was received connected to a chemosafelock infusion set and infusion bottle. With ¿as-received¿ condition, liquid flow was checked. Leakage was confirmed at the chemosafelock connector. On the other hand, when we again checked the liquid flow after replaced the sample with our in-house kl-bs001u3, leakage was not observed that demonstrates the issue existed on the bag spike side. Moreover, after the sample was punctured to our in-house saline bottle and pressure was applied to the bottle. Leakage was confirmed on the top surface of the sample.¿ upon closely checking the top surface of the sample, the main seal was confirmed to be torn. The reported issue was considered a production-origin issue, based on the sample evaluation results. The possible lot numbers of the product are 13913488, 13961184, and 13972993. The report initially came from matsudo central general hospital. The issue was not detected prior to direct patient use, it was noted during infusion. The mating device was chemosafelock infusion set. The medication used was azacitidine. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. Quantity affected is 1 and the sample involved is available to be tested. Same lot device samples are not available. The mating device is available to be tested. There was patient involvement but no harm in the event.